Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, when inventorying one of the distal radius sets, it was noticed that the 2.7 drill guide end of a universal drill guide was bent and would not allow the drill bit to pass through the guide. There were no patient consequences reported. No further information is available. This report involves one 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 part: 323.26, lot: l545265, release to warehouse date: 24 nov 2017, manufacturing site: werk hägendorf, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported that the end of a 323.26, 2.7mm universal drill guide was bent and would not allow the drill bit to pass through the guide. The repair technician reported that the compression spring was missing, 2.7 guide was bent , failed to verify cannulation per engineering drawing with the gauge pin and cosmetic test failed. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.